Event description:
It was reported that during an unknown procedure, the staple line was not completed. Some staples were not fired. There was no adverse pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.